Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed a resistance/impedance increase. The patient alert triggered on (B)(6) 2010 09:00:04 due to out of tolerance subthreshold lead impedance. The weekly high voltage lead impedance trend shows the max defibrillation active can on impedance increased to 102 ohms on (B)(6) 2010. This was up from its previous measurement of 81 ohms measured (B)(6) 2010. Correction: adverse event flag, date of death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular impedance alarm was triggered. The alarm threshold was adjusted and the lead is still in use. No patient complications have been reported as a result of this event.